Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the pump was not working. All components were removed and replaced with a new ipp. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the pump was not working. All components were removed and replaced with a new ipp. No patient complications were reported in relation to this event.